Event description:
It was reported that during surgery, the dyonics 25 pump and/or dyonics 25 tubing ran fluid continuously and did not sense back pressure. It filled the patients quad full of fluid. The surgeon was able to catch the issue and stop the pump. The procedure was completed with non-significant delays using a back-up device that went to gravity. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, the dyonics 25 pump and/or dyonics 25 tubing ran fluid continuously and did not sense back pressure. It filled the patients quad full of fluid. The surgeon was able to catch the issue and stop the pump. The procedure was completed with non-significant delays using a back-up device that went to gravity. No patient complications were reported.

Manufacturer narrative:
H2: additional information: h6: health effect - clinical and impact code. H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. Visual inspection of the returned device did not identify any issues. Functional evaluation of the device did not reveal any malfunction. Insufficient product identification information was provided and thus a manufacturing record review and complaint history review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Per the complaint details, we are currently unable to rule out user error as a contributing factor to the reported event. The functional evaluation of the device did not reveal any malfunction. Based on the information provided, the procedure was completed with delay of a ¿few minutes,¿ using a back-up device. No patient harm or further complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: correction on b1 and h1 as serious injury was reported. D4 updated.